Event description:
A customer had a problem with the angel wing. The customer reports "needle stick occurred in the right thumb of a nurse upon placing needle in a unfilled sharps container. The customer alleges the safety shield was not activated all the way, it appeared to be closed over the needle, but was not."